Event description:
The customer stated that the patient developed a cardiac tamponade during the ablation procedure. It was reported that the patient recovered after drainage was performed and that the symptom was mild. The prognosis for the patient has been reported to be satisfactory. The physician also stated that the causality of the tamponade was not product related.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."